Event description:
User experienced discrepant ft4 results for one patient. Initial result 27.3 pmol/l, repeat 18.4 pmol/l (different methodology). No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.